Event description:
Info was received that reportedly a pt was hospitalized in 2007 due to diabetic ketoacidosis. The pt reports that he changed his cartridge set and site earlier in the day on the same day. Later that day, he became ill and he reports his blood glucose was above the range of his meter. Pt was admitted to the hosp in dka, bg was over 600bg/ml at the time of admission. In addition to dka, he was diagnosed with bronchitis and dehydration. He reports he switched to apidra insulin about a month prior to the hospitalization. He reports that this insulin has been turning to gel with many bubbles after 24 hours. When the insulin becomes gelatinous, he reports the pump gives frequent blockage alarms. While in the hosp, he was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within spec.